Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (BG) was displayed as "High"; although specific value was not provided. Customer took no actions to address the BG. The customer to reach out to their healthcare provider to obtain an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.